Event description:
Report received of a non-delivery of IV fluids. The pump was set to deliver an unspecified maintenance IV fluid at an unspecified rate. It was reported that the IV did not deliver, although the device indicated that delivery was occurring. The length of time the pump did not deliver was less than eight hours. There was no reported adverse patient event. No medical interventions were required for the pt. Though requested, there was no further information available.